Manufacturer narrative:
Device returned: (B)(4) 2013. The drill was evaluated per the manufacturer's product specifications. The drill passed all tests, including the temperature test.

Event description:
It was reported the handpiece was heating up. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product has not been received for evaluation. Method - no testing methods performed.